Event description:
It was reported that the back rest detached from the device and the end user fell, fracturing his spine.

Manufacturer narrative:
The end user was sitting on the translator. It was reported that the back rest came off and he fell backwards. He suffered fractures of his cervical spine. He was hospitalized for three days and discharged with a cervical collar. They denied any prior issues with the translator. The device is not being returned for evaluation. Photos of the device were requested but not sent. No information was provided regarding the condition of the device or in what manner the seat was attached. It is not known how or in what direction the rivet for the seat back was installed. We do not know if it was assembled according to instructions. A root cause has not been determined. There have been no other similar issues reported for this device. However, due to the reported injury, this MDR is being filed.